Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-01505. It was reported the pt experienced pain in the mid-back. X-rays ruled out a lead migration. However, the pt opted to terminate the trial early thus the leads were removed on (B)(6) 2014. Subsequently, the physician reported an epidural abscess was discovered, therefore surgical intervention was undertaken on (B)(6) 2014. Culture results revealed a (B)(6) infection. The pt received antibiotics as further treatment.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was replaced and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.